Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced an out-of-box failure with improper charging, consistent with a hardware battery depletion problem, and the user was provided a replacement device while the malfunctioning unit was returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included analysis of information provided by the user and receipt and inspection of the returned device. Failure investigation revealed no fault found with the device.